Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump received with scratched case. Pump received with pillowing keypad overlay. Pump received with corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error with the open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.